Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/25/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high control results and e-5 errors are due to improper storage: vial left open for an extended period of time. Test strip UDI# (B)(4).

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017, as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2017 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is undisclosed. The customer does not have control solution available to perform control test. Adverse event not reported.